Event description:
The customer complained of discrepant results for 3 patient samples tested for ise indirect na, k and cl for gen.2 on a cobas 6000 c (501) module. Patient 1 initial na result on the c501 module in question was 131 mmol/l. The repeat result on a different c501 module was 145 mmol/l. Patient 2 (female, date of birth (B)(6), weight (B)(6)) initial na result on the c501 module in question was 90 mmol/l with a data flag. The repeat result from the same module was 124 mmol/l. The sample was repeated on the different c501 module with an na result of 145 mmol/l. Patient 2 initial cl result from the c501 module in question was 160.8 mmol/l with a data flag. The repeat result from the same module was 110.6 mmol/l. The sample was repeated on the different c501 module with a result of 99 mmol/l. Patient 3 (female, date of birth (B)(6), weight (B)(6)) initial na result on the c501 module in question was 110 mmol/l with a data flag. The repeat result from the same module was 141 mmol/l. The sample was repeated on the different c501 module with a result of 144 mmol/l. Patient 3 initial k result on the c501 module in question was 4.88 mmol/l. The repeat on the other c501 module was 4.1 mmol/l. The erroneous results were reported outside of the laboratory. The repeat results from the other c501 module were believed to be correct. No adverse event occurred. The na cartridge lot number was l01 with an expiration date of 11-aug-2019. The k cartridge lot number was r45 with an expiration date of 01-jun-2019. The cl cartridge lot number was b11_2018 with an expiration date of 03-jun-2019. The field service engineer (fse) visited the customer site where a dirty ise sipper and pinch tubing were identified. The fse replaced the ise sipper and pinch tubing and performed a 21 cup precision. All results were within specification. The customer ran qc with acceptable results.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.